Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a company representative regarding a patient receiving prialt/ziconotide at 5.6 mcg/day via an implanted pump. It was reported that the patient came in for a pump refill and the hcp noticed the pump was alarming. After interrogating the pump, it showed a motor stall. The pump logs were checked, and they showed multiple stalls with recoveries every time back to october. With regards to any environmental, external, or patient factors that may have led or contributed to the issue, ¿n/a¿ was noted. The patient was being referred for replacement. The surgery was planned, but not yet scheduled. The issue was not resolved at the time of the report, and it was indicated that the hcp had no further information to provide regarding the event.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Additional information was received from a healthcare provider (hcp) via a manufacturer representative (rep), which indicated that the patient's pump was replaced on (B)(6) 2023 due to multiple motor stalls. Per pump logs, motor stalls occurred at 11:32am on (B)(6) 2022 with a recovery at 11:41am on the same day, at 9:32am on (B)(6) 2022 with a recovery at 9:43am on the same day, at 1:14am on (B)(6) 2022 with a recovery at 2:11am on the same day, at 1:34am on (B)(6) 2022, with a recovery at 1:41am on the same day, at 2:17pm on (B)(6) 2022 with a recovery at 2:24pm on the same day, on 8:06pm on (B)(6) 2022 with a recovery at 10:30pm on the same day, and at 11:04am on (B)(6) 2022 with a recovery at 11:43am on the same day. In regards to environmental, external, or patient factors that may have led or contributed to the issue, there were no known factors. Per the patient, they did not change anything regarding lifestyle. There were no magnetic fields. There were no known diagnostics or troubleshooting performed. At the time of this report, the issue was resolved and the patient status was "alive-no injury". The patient's weight and medical history were asked but were unknown. As of (B)(6) 2023, the pump was used to deliver prialt (ziconotide) 40mcg/ml at 6.314mcg/day, bupivacaine 30mg/ml at 4.736mg/da y, and unknown baclofen 100mcg/ml at 15.79mcg/day.

Manufacturer narrative:
H3: the pump was returned and analysis identified an anomaly with the pump's suture loop. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.